Event description:
Patient with a tumor of the right kidney developed an arrhythmia during the last 10 minutes of 1st freeze cycle. The doctor stopped the treatment and sent the patient to the ICU. Patient recovered from arrhythmias in the next day and was released from ICU. Patient okay at home.

Manufacturer narrative:
Product discarded and will not be returned for evaluation. If additional information is received a follow-up MDR will be submitted.per email from distributor on (B)(6) 2013 "doctor told that he imagine that nothing happens by the probe or by the cryo, maybe by cardiac history from the patient. Case was done and probe charged and discarded." Device discarded at the hospital.